Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was in the 250's mg/dl range. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and successfully resumed insulin deliveries after clearing the occlusion alarm.